Event description:
It was reported that the transfer set separated from the patient line at the twist clamp during dwell one on a homechoice (hc) machine. The home patient (hp) reported that this occurred when the hp stepped on the patient line. The technical service representative (tsr) assisted the hp in ending therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).the device was not available for evaluation. Use errors and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. The guide also provides step-by-step instructions for properly connecting the patient line to the transfer set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.